Event description:
It was reported an over infusion of fentanyl. The intended infusion rate was 5ml/hr with a total volume to be infused (vtbi) of 100ml; however, 100ml infused in approximately 1.6 hours. The fentanyl was a routine order and programmed using inter/barcode scanning. The over infusion occurred 1.5 hours post shift change. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of fentanyl drip, the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed by attaching the suspect pump module to the concomitant pcu. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring testing was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. A review of the suspect pump module error log showed that no errors or malfunctions related to the issue during the reported event on (B)(6) 2024. The customer reported an over infusion of fentanyl drip (was a routine order) with a rate of 5ml/h with a volume to be infused (vtbi) = 100 ml, the total volume/concentration 1000mcg/100ml. At 8:26 pm pump module (s/n (B)(6)) safety clamp open alarm ¿ duration= 2 seconds (administration set was inserted) was programmed remote IV, patient ID 0000100244, concentration 1000mcg/100ml; primary infusion programmed, drug ID = 418 (fentanyl drip), rate = 5 ml/h, vtbi= 100 ml. At 10:18 pm pump module (s/n (B)(6)) was reprogrammed remote IV (external control event), concentration 1000mcg/100ml; primary volume infused=9.076, drug ID = 418 (fentanyl drip), rate = 5 ml/h, vtbi= 90 ml. At 10:29 pm pump module (s/n (B)(6)) pump alarmed; pvi=9.815ml, event air in line, and a few seconds later the infusion was restarted. At 10:51 pm pump module (s/n (B)(6)) channel off key ¿ 2x (illegal keypress), delay programmed ¿ 5 minutes; pvi =11.61 ml. Device removed, inducing channel disconnect alarm on the pcu. At 11:13 pm pump module (s/n (B)(6)) device attached as channel ¿a¿; the total volume infused was recorded at 11.62ml, the channel off key was selected (shut down system). The incident administration set was returned for this investigation. The condition of the set was worn and few stains, but it passed test. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Notes to repair center: concomitant pcu s/n s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Replace broken handle, damage case and /c cable. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Replace iui with stains, dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of fentanyl was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a040502, c0601, d01 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion of fentanyl. The intended infusion rate was 5ml/hr with a total volume to be infused (vtbi) of 100ml; however, 100ml infused in approximately 1.6 hours. The fentanyl was a routine order and programmed using inter/barcode scanning. The over infusion occurred 1.5 hours post shift change. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.